Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the ventilator at a third party service center, the device failed to power on. The device's power supply board was replaced to address the issue.